Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. During the field service visit the 3d images were checked and it appeared that the patient took a breath while the images were being taken. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure 3d images were taken, but were out of focus and looked dual. Additionally, it was reported that while taking the 3d images, the patient stopped a taking breath while the image was being taken. The procedure was completed without issue. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
It was reported that the site used poor quality image for surgery and a imaging spin was performed for confirmation.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.